Event description:
It was reported that a dissection occurred. The 80% stenosed target lesion was located in the mildly tortuous left anterior descending artery. Pre-dilatation was performed with a 2.75 x 12 mm non-boston scientific balloon catheter, and a 32 x 3.00 mm promus premier drug-eluting stent (des) was deployed at 13 atmospheres. However, during the procedure, a distal edge dissection occurred. The dissection was flow-limiting, and another 3.00 x 28 mm synergy des was deployed to cover the dissected area. Post-dilatation was then performed after the second stent deployment. The procedure was completed, and the patient was stable and doing well following the procedure. No further issues were reported.